Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced infusion set's insulin flow blockage on (B)(6) 2025. Event took place within 3 hours of insertion. The site of insertion were abdomen, thigh, and back of upper arm. Patient had high blood glucose levels and was treated with multiple daily injections (mdi) and correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.